Event description:
Consumer called to report having accuracy problems with her cobranded logic meter. In addition to accuracy probelms. She has been experiencing e-3's. Analysis run on clark error grid using mean average readings (177) as ref. Point vs. Bd readings (33, 315) yielded data points in the e range of the grid, outside of accpetable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.